Event description:
The customer reported that they had six cases of toxic anterior segment syndrome (tass) following intraocular lens implantation. All six patients underwent intensive anti-inflammatory therapy with no chronic complications. All patients have recovered. This patient was the fifth case of the day out of nine cases performed. The patient underwent a primary cataract surgery with intraocular lens implant, left eye. Symptoms including cells in the anterior chamber, fibrin at the pupil, and comela edema noted one day postoperatively. The patient was treated with topic steroid. Adrenaline was used as an additive in the balance salt solution 500ml. This is the first of the six reports for this site.

Manufacturer narrative:
This is one of four complaints reported for this for custom pak lot. A review of the device history record (DHR) indicated the order was built to specification. A review of the sterilization batch record found no deviations; all parameters were met, the batch was released per specification. The root cause of the customer's complaint is not known as a sample was not returned for investigation. (B)(4).